Event description:
911 dispatch to home of female found unconscious and not breathing on kitchen floor. Pt in full cardiac arrest. CPR initiated by ems. Electrical pacing started. During transfer of pt from the house to the ambulance, ems crew observed that monitor stopped pacing. The service light came on. Monitor pulled from ambulance to continue pacing the pt. Pt arrived to medical center at 12:23 in full code. Resuscitation efforts attempted but pt pronounced dead.